Event description:
It was reported that this patient was seen in the ER for inappropriate shocks caused by noise on the lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
This lead was capped (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.